Event description:
It was reported that via merlin.net transmission, non-sustained lead noise to due to post paced t wave oversensing was observed. Programming changes were recommended. Patient is scheduled to come into clinic for follow up. Patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.